Event description:
The manufacturer received information alleging post fco implementation, a trilogy ev300 device failed final test. There was no harm or injury reported. The incident case was created for documentation only, per the process for fco86600081 device that the customer has declined to repair. No service has and will not be performed on the failed device. Per the customer, all repairs are declined, the failed device will go to surplus. There is no documentation of an evaluation or what component if any would need to be replaced. No further investigation is necessary. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.